Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of the report dianeal pd2 ultrabag was ongoing. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized. Remedial treatment was rendered with fortum (1 gm, ip, frequency not reported), reflin (1gm, ip, frequency not reported) and vancomycin (1g, daily, ip).

Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.